Event description:
The customer reported that the c-arm does not power up, however, the power indication on the back of the workstation is on. Determined by the in house engineer that problem caused by faulty power controller board.

Manufacturer narrative:
The ge service rep replaced the power controller board, unit power up error free, checked unit operations, unit functions as intended.